Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a hole in the tubing, which is the known cause of the leak. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was spraying fluid from a small hole. The small hole is located underneath the patient line connector on the tubing. This event occurred during the initial drain of peritoneal dialysis therapy while the patient was connected. The patient did not have any difficulty priming and did not notice any damage to the cassette prior to the leak. The technical service representative advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.